Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the drill bit broke and was damaged because of huge force. There was no reported patient harm or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. Product was received with the tip broken off. The article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It appears that too much mechanical force had been applied during the surgery. Blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.